Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records were provided and reviewed by a clinical representative. The review confirmed the development of an angled kink proximal to the bifurcation was the cause of the reported stenosis; however, a cause for the kink could not be determined, with the available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approx. 15 months post implant a bifurcated device and a suprarenal aortic extension, a computed tomography (CT) scan revealed reduced overlap between the devices. Reportedly, during a follow-up visit, a CT scan revealed what appeared as a kink in the mid aorta and identified the overlap between the bifurcated device and the proximal suprarenal aortic extension had reduced; although the proximal aortic extension had not moved. The physician proactively elected to treat the patient with an infrarenal aortic extension, across the devices, which corrected the diminished overlap and provided add'l support to the mid aorta. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr.